Manufacturer narrative:
Additional manufacturer narrative: implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of bioprosthetic valves can be due to multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the reported calcification cannot be confirmed or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
It was reported that a patient was diagnosed with a failing edwards aortic bioprosthetic valve, due to stenosis and calcification, after an unknown implant duration. The patient underwent an implant of an edwards transcatheter aortic bioprosthetic valve (tavr) within the existing valve (valve in valve). The tavr procedure was reported to have been performed successfully.